Manufacturer narrative:
Upon receipt of new information, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine clinical follow-up, this right ventricular lead exhibited high out of range impedance values. It was suspected that the lead had sustained subclavian crush induced conductor damage. While no specific adverse patient effects were reported and the patient was scheduled for product replacement.